Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance and the reported difficulty to remove was unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the anatomy resulting in the reported failure to advance. Manipulation and/or interaction with the anatomy and/or other devices resulted in the noted damages (bent/kinked core, offset/stretched coils) thus resulting in the reported difficulty to remove and ultimately resulted in the reported detachment. The reported device damages and treatment possibly contributed to the reported patient effects; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received subsequent to the previously filed medwatch: the bmw did cross the circumflex coronary artery, however when attempting to further advance the bmw, into the distal native circumflex, the bmw did not cross to the distal native circumflex. The bmw separation occurred during removal of the non-abbott devices. The native circumflex was left untreated amd the procedure was aborted. The patient was stable and was discharged. Approximately 7-10 days (date unknown) after the initial procedure, the patient returned with chest pain and dypsnea. An impella heart pump was used. Approximately 7-10 days (date unknown) after the initial procedure, the patient died. It is not known if an autopsy was performed. The cause of death is unknown. The physicians opinion, in regards to the cause of death could not be obtained. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in circumflex coronary artery. The bmw guide wire was advanced to the lesion without issue. Angiojet thrombectomy and ballooning were performed without issue. Upon removal of the non-abbott devices, it was noted that approximately 100 cm of the guide wire separated inside the anatomy. It is possible there was resistance during removal of the guide wire, however it is unknown if the resistance was with the anatomy or with another device. A snare device was used to successfully remove the separated segment from the anatomy. The procedure was prolonged one hour in order to remove the separated segment, there was no health impact due to the delay. No other guide wire was used, the procedure was complete at this time. There were no adverse patient effects. No additional information was provided.